Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the replacement controller solved the charging problem. It would not find the device and could not determine charge quality. The actions taken - they would remove the battery and put it back in. They would move the belt around to different positions. Belt was replaced 4-5 times, and would help for a short period of time and would not charge at all.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient stated they are not sure what the problem is. Patient stated they have had the recharger cord replaced a number of times since implant and the ins is not charging again. Patient was charging for 1.5 hours last night and the implanted neurostimulator only went up 20% patient stated if they takes the li battery out and put it back in it will work but they are getting excellent charge quality and then it will switch to good quality. Pt clarified the charge quality with flip back and forth between excellent and good. Agent asked if patient can feel the implant in her body and patient stated that it feels like the bottom of the ins could be tilted in somewhat. Pss suggested that pt have the ins position checked if the new controller does not resolve the connection issue. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6); product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.